Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6, h11. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that the articular surface of the explanted tibial insert appears to have wear and damage to both articular surfaces and tibial insert spine. The provided photograph appears to show damage to the mushroom locking mechanism and entire perimeter of the kidney profile on the backside of the tibial insert. The full extent and nature of the wear and damage cannot be determined as the devices were not available for evaluation. However, the damage to the backside of the insert does not appear consistent with normal implantation and may indicate that the tibial insert was either not seated properly at the time of implantation or the insert disassociated from the tibial tray while implanted. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the serial/lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear possibly secondary to either incomplete seating of the tibial insert in the tibial tray at the time of implantation or disassociation of the tibial insert from the tibial tray while implanted. However, this cannot be confirmed as the devices were not available for evaluation and additional clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear possibly secondary to either incomplete seating of the tibial insert in the tibial tray at the time of implantation or disassociation of the tibial insert from the tibial tray while implanted. However, this cannot be confirmed as the devices were not available for evaluation and additional clinical information was not provided. (H6) component code: 734, bearings.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient's knee was revised after 5 years due to poly wear. Patient was last known to be in stable condition following the event. Device is not returning, kept by hospital.